Event description:
It was reported that the patient presented in follow up doctors visit with hip pain. Patient was revised on (B)(6)- changed poly from crossfire to x3, changed head to ceramic with sleeve. Pseudo tumor r hip at 7 year post op.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding pain involving a 32mm +4 lfit v40 head was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient presented in follow up doctors visit with hip pain. Patient was revised on (B)(6)- changed poly from crossfire to x3, changed head to ceramic with sleeve. Pseudo tumor r hip at 7 year post op.